Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00432 on jul 17, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur based on additional information received from the investigation of the device item. The customer reported that the hex driver was fractured at the tip of the device, but after investigation of the received product it was confirmed that the hex driver was fractured at the middle of the body of the device which makes this event no longer a reportable malfunction. No further submission will be submitted for this event. One biomet large hex driver tip was returned for inspection. The product shows moderate signs of wear. The device is fractured at the middle of the body. The complaint is therefore confirmed. Returned device was examined visually by the naked eye and through magnification. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on hex driver tip usage, as well as recommended torque values. In the case of the narrow right angle large hex driver tip (rash8n) it is recommended not to torque at values exceeding 20ncm. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
It was reported that driver tip fractured. Doctor was able to complete the procedure.